Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after loading the cartridge with 250 units of insulin. Reportedly, the customer was not performing the load process properly. The customer's blood glucose level was 157 (mg/dl). Reportedly, the customer reloaded the cartridge successfully.